Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that about two months post implant the patient showed symptoms of what seems to be a possible mild allergic reaction to the device. The patient had a drop in their blood cell count that could not be explained and could have been a result of some reaction. However, it was noted that there was no redness or signs of reaction near the device site. The device was explanted. No further patient complications have been reported as a result of this event.